Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a primary breast augmentation with an unspecified 265cc mentor saline implant (right) and an unspecified 225cc mentor saline implant (left) experienced postoperative bilateral capsular contracture (grade unknown). As a result, the patient underwent bilateral removal and replacement with a 275cc mentor smooth round moderate profile prosthesis (catalog #: 3501640, serial #: (B)(4)) and a 300cc mentor smooth round moderate profile prosthesis (catalog #: 3501645, serial #: (B)(4)) on (B)(6) 2007. This report is for the left prosthesis.